Event description:
Left total hip replacement on (B)(6) 2002. He received the depuy total hip pinnacle acetabular cup sz 56mm. His records from this surgery have been discarded by the hospital, therefore the info for the other components is no longer available. In 2010, he began having pain in his left leg, hip and groin, making it difficult to walk or perform physical activity. The pain has gradually worsened over the past 2 years. He also has a burning sensation in his left leg and popping sensation in his left hip. Dates of use: left hip: (B)(6) 2002- present. Reason for use: avascular necrosis.